Manufacturer narrative:
The mfg documents were reviewed and no complaint related issues were found. The investigation is ongoing.

Manufacturer narrative:
Device used for treatment and not diagnosis. The conical extraction screw is blocked, jammed in the locking cap recess; it is intact and not broken as stated in complaint description. As the device is blocked, relevant dimensions can not be checked anymore. The DHR review found that the device met the specifications at the time of manufacturing, distributing.

Manufacturer narrative:
Device used as treatment. Device is incarcerated in implant and appears to be intact and not broken as stated in complaint description. From the complaint description I do not see that there was an issue with the subject device. The device does not appear to be broken and has performed as designed. As for the risk assessment, there is nothing to review since the device did not fail. The device functioned as designed.

Event description:
Pt was implanted, on an unk date, with click'x' construct level l3-s1. Pt was discovered to have stenosis and a herniated disc at l2-l3. Pt was returned to he operating room on (B)(6) 2012 for hardware removal, and revision to extend construct to l2-l3, placing a vertebral spacer at l2-l3, and implanting new hardware from l3-s1. While removing the hardware, the extraction screw broke off inside one of the locking caps and at l5 left, the screw head came off upon removal. All hardware was removed with the exception of two screws at l4 remain implanted. This is 17 of 17 reports.